Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that contact failure of the connector occurred due to faulty scope socket leading to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had error code b30 and fuzzy images. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found an error code of b30, worn out socket slider switch causing intermittent failure of the high intensity mode, an olympus lamp light meter reading 200+ hours, and light intensity output measured out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.